Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic via remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. It was later informed that the programming changes were made. Patient was stable before, during and after the event.